Event description:
It was reported the customer was deceased. The date of the customer's death was (B)(6) 2014. The customer's husband reported that his wife had passed away from a heart attack. The husband also stated his wife had passed away while under intensive care. He also reported that his wife had undergone bypass surgery prior to her death. It was also found the wife had renal failure, hyperthyroid, hypertension, heart disease and a stroke prior to her death. The husband also stated his wife had been ill for the past 11 years. It was also found the customer's blood glucose was around 100 mg/dl at the time of her death. The husband stated the wife was wearing the insulin pump at the time of death. The customer's insulin pump will not be returned as the husband wanted to keep the insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).